Event description:
Peristaltic movements put pressure on the balloon, pulling the skin disc into the abdomen and the balloon into the duodenum. The nurse pulled on the tube to pull the skin disc out of the abdomen resulting in an abrasion. The physician reassessed the abrasion to be a level two pressure ulcer. Physician ordered polysporin powder to treat the injury. Pt healed. No further antibiotics required. A 4 x 4 is being used under the skin disc. Date of event is approximate. One pt involved.